Event description:
It was reported that the ilet pump had a cracked display screen, and the user was unable to access the device; a replacement was arranged and device shutdown instructions were provided. Symptoms included hyperglycemia with a reported blood glucose of 232 mg/dl. Outcomes included temporary interruption of pump use with continued cgm monitoring on dexcom g6. Investigation included complaint intake, troubleshooting guidance, and arrangements for device replacement and return. Investigation of this case revealed physical damage to the display component consistent with a broken or delaminated screen that impaired device usability; the pump required replacement and the user was advised to perform a standard startup on the new device. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical impact.